Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip movement after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed, reducing the mr to <1. After clip deployment, the clip slightly shifted in position and mr increased to 2. There was no further treatment performed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication to indicate a lot specific product issue. All available information was investigated and a cause for the reported difficulty grasping could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.